Event description:
It was reported to boston scientific corporation that during a urethral and bladder calculus procedure using a flexiva 500 laser fiber, the fiber degraded during use. Laser energy from a holmium laser set at 2.4 kilojoules was being used with the fiber. The procedure was completed with another flexiva 500 laser fiber, without any complications to the patient, who is reportedly fine post procedure. The event, as reported, does not constitute an MDR reportable event; however, the returned device revealed an MDR reportable event. Additionally, follow up from the customer confirmed the reportable event. Additional information from the customer stated that the tip of the device detached inside the patient and was removed using an unknown device.

Manufacturer narrative:
(B)(4).visual analysis of the returned fiber revealed 0.5mm of exposed tip remaining. The pattern on the tip face confirmed fiber fracture.